Event description:
It was reported that the user experienced prolonged hyperglycemia for approximately nine hours while using an ilet system and subsequently self-corrected using the device¿s correction factor, with blood glucose later documented at 138 mg/dl; two ilets were noted on the account, but only sn: (B)(6) was being used. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alarms or alerts, and resolution after correction. Investigation included a review of device utilization and available data in the bionic report, along with troubleshooting and user education. Investigation of this case revealed no device alarms or malfunctions and confirmed the active device in use, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.